Event description:
Implant date: 9/1998. Routine check-up x-rays revealed one of the cancellous screws had backed out. Revision surgery performed on 10/21/1998 to replace cancellous screw and locking screw.